Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An empty opened foil, a needle/suture piece and a suture piece were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on body needle that appears to be by the use of a surgical instrument could be observed. The suture pieces were examined and present several damage (dent) along of strands. Also, the ends of the suture pieces present elongation and damaged (cut) that appears to be by the use of a surgical instrument was observed. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the open sample condition, the assignable cause of the performance - breakage suture, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lm878 is an invalid lot number. Can you please provide the correct lot number?

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke in the middle of the strand during extracorporal knot tying. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.